Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit displayed fault code 53 while in use. It is unknown if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer (fse) discovered fault codes 53, 78, 111 & 112 had occurred at the same time of shutdown. He was able to verify the issue by attempting to run the unit using the trainer. Replaced the executive processor, pcb (d670-00-0770) and reloaded software. While completing system checks, the unit repeatedly failed the drive manifold test. Replaced the drive manifold. Unit ran without further issue. Calibration, safety, and functionality checks passed factory specifications. Returned unit to customer upon completion.